Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the pump alarmed for an unknown call service alarm. During troubleshooting, it was reported the pump alarmed for a cs 052-0001 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/13/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/23/2014 with the following findings:a review of the pump¿s black box data revealed multiple related call service alarms. The pump was unable to successfully complete a prime sequence and 24-hour exercise test due to an unrelated issue of moisture in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.